Manufacturer narrative:
Concomitant medical products: product ID 37602, serial# (B)(4) implanted: (B)(6) 2017, product type implantable neurostimulator. Product ID 37602. Serial# (B)(4) implanted: (B)(6)2017 product type implantable neurostimulator. Product ID 7426 lot# serial# (B)(4) implanted: (B)(6) 20067 explanted: (B)(6) 20171 product type implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been having issues with his stimulator. They were going to see a physician to see if the leads migrated. **see pe (B)(4) for back issues**